Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the red dialysate line and in the header end cap, and the machine alarmed. Estimated blood loss was less than 120 cc's. Pt had no adverse effects. Sample is not available; sample was discarded.